Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 400 mg/dl. Customer was not ok for troubleshooting. It was unknown that customer use auto mode feature at the time of high blood glucose event. Customer had insulin pump error alarm and was able to clear and able to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.